Event description:
Healthcare professional reported, ¿breast pain, itching, capsular contracture, concern with developing alcl," and "a lump that is possibly alcl.¿ patient additionally reported "blurred vision" and "skin rashes;" these events are not related to the device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 29/apr/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, one opening extended on the posterior, crease fold, and missing a piece of shell (0-25%). Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified six striated openings, three broken striated edges on the posterior, two smooth crease openings, striated non-penetrating nick, and wear abrasion. Based on the device analysis the final assessment was six striated openings due to surgical damage consistent in the use of some surgical tools, three broken striated edges due to surgical damage consistent in the use of some surgical tools, two smooth crease openings due to fold flaw opening, striated nick due to surgical tool scratch-like, and missing shell assessed as inconclusive. The events of "pain and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, and capsular contracture, baker grade unknown.

Event description:
Patient reported having had left side "moderate breast pain." Patient additionally reported left side capsular contracture, baker grade unknown. Device has been explanted.